Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible undersensing noted on the right ventricular (rv) lead on the ventricular electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.